Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed that the right ventricular lead was oversensing noise which led to inhibition of pacing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.